Manufacturer narrative:
(B)(4). Per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after a percutaneous coronary intervention (pci) procedure. Reportedly, difficulty was felt when positioning the proglide device in the femoral artery. Manual arterial compression was applied to achieve hemostasis. No femoral angiogram was performed. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficult to insert into the anatomy could not be replicated in a testing environment as the event appears to be related use technique. The reported difficult to insert into the anatomy appears to be related to use technique (absence of performing angiogram). The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7fr sheath. The proglide device could not be advanced over the 0.035 guide wire. No additional information provided.